Event description:
It was reported that the lens on the device was cracked. Also, the image was blurry and distorted during intubation of a patient. The intubation was completed successfully with this device and no patient injury was reported.

Manufacturer narrative:
It was confirmed through visual inspection that the casing on the device was cracking at the seam and the camera pod window was cracked. There was also a crack in the lens and image which were due to damage. The blade was delaminated and there was a lifter separation. A replacement device was sent to the customer.